Event description:
Customer reported blood and chemo leaked from the administration set. During an infusion of chemotherapy, the patient's blood backed up into the tubing then leaked onto the floor. The leak was identified at the engagement of the blue, tubing and the filter. The administration set was replaced and the infusion restarted without incident. No patient or staff harm reported. Although requested, no further information was provided.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. Customer indicated the set was discarded at the facility. Customer reported lot# involved was 09105662, however, this number does not correlate with the device lot history records for the involved set model number. Therefore, we were unable to perform a lot history record review.